Event description:
Customer reported the tubing is cracked at the female luer allowing fluid to leak. A clave valve is attached to the venous access and the tubing is attached to the clave. The clave is swabbed with alcohol before attaching the tubing. A surgical pt was on tpn and intralipids and due to the crack at the female luer both solutions backed up and leaked onto the floor. No pt harm reported. Although requested, no further pt or event info was provided.

Manufacturer narrative:
(B)(4). Although requested, the extension set has not been received. A f/u report will be submitted with failure investigation results should the set be received for eval.